Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 591331.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to pocket site infection. The patient is doing well post-operatively. Adequate paresthesia coverage achieved, and incision site looked fine at post-operative according to physician. Device will not return due to facility policy and electrocautery was used.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 591331.